Event description:
It was reported that the insulin pump alarmed motor error during the rewind. Troubleshooting was performed, and no damage to the drive support cap was noted. The insulin pump was not exposed to high magnetic fields. Advised the customer that the insulin pump would be replaced.

Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to a corroded motor home switch. Unablet to perform the displacement test due to the motor error alarm. The insulin pump had a cracked end cap and scratched lcd wndow.